Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
Same case as MDR ID #: 2134265-2016-10544 and 2134265-2016-10550. (B)(6) clinical study.   It was reported that the patient died.   In (B)(6) 2014, the index procedure was performed. The target lesion was located in proximal right coronary artery (rca) extending up to distal rca with 80% stenosis and was 38 mm long with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of 4.0 x 38 mm, 3.50 x 28 mm and 2.50 x 20 mm promus element stents. Following post-dilation residual stenosis was 3%. Three days after, the patient was discharged on aspirin and clopidogrel.   In (B)(6) 2016, the site reported an event of death with an unknown cause.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the target lesion #1 was located in the proximal right coronary artery (rca) extending up to mid rca and was 64mm long, not 38mm as what was previously reported. It was also reported that the target lesion #2 was located in the distal rca with 80% stenosis and was 18 mm long, with a reference vessel diameter of 2.5 mm. The target lesion #2 was treated with pre-dilatation and placement of 2.50 x 20 mm promus element ¿ long stent. Following intervention the residual stenosis was 0%.